Event description:
Same case as manufacturer's report#: 6000089-2006-02616. It was reported that during an unspecified procedure, the shaft of the leap viva balloon catheter broke inside the patient. A second leap viva balloon, although found broken in the packaging, was used to attempt retrieval of the first broken balloon. The patient suffered a myocardial infarction (mi). The lesion being treated was in a unspecified location, but was reported as moderately tortuous, calcified, and 20% stenotic, and 30mm in length. The separation of the leap viva catheter shaft occurred in the left anterior descending artery (lad). The patient was taken to surgery for removal of the broken balloon, but expired a few hours later. Cause of death was reported as multiple organ failure following mi. Additional information regarding this event has been requested but is not available.